Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was an obvious, big break in the pump and fluid loss. The device was removed and replaced.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump body. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. The presence of surface abrasion was noted on all pump tubing. No functional abnormalities were found with cylinders 1 or 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump body indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. Separations of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.